Manufacturer narrative:
Device evaluated by MFR: the device was not returned for evaluation; therefore, no device analysis could be completed. The most probable root cause has been determined to be use/user error as the dfu states: ¿1.25 - 2.0 mm burrs 160,000 up to 180,000 rpm¿ and ¿2.15 mm and larger burrs 140,000 up to 160,000 rpm.¿ (B)(4)

Event description:
Same case as MDR ID: 2134265-2017-07356. It was reported that a rotawire fracture issue occurred. The target lesion was located in a severely calcified right coronary artery (rca). A 330cm rotawire¿ was selected for use. During procedure, it was noted that the rotawire became caught at the tip of a 7fr non bsc guiding catheter. The device was replaced with another of the same rotawire; however, resistance was also noted. The procedure was then completed with another of the same rotawire. No patient complications were reported. It was further reported that the target lesion was 90-99% stenosed located in a severely tortuous right coronary artery. In addition, ablation was performed for 3 minutes at 220,000rpm. After ablation, an attempt to remove the rotawire failed and the tip of the rotawire became stuck in the calcified lesion. Another attempt to remove the rotawire was made by pulling with a strong force; however, the rotawire became fractured. Snaring was done to completely remove the rotawire fragment. The burr was pulled out with no issue. It was considered possible that the rotawire fractured due to contact with the rotaburr. No further patient complications were reported.